Manufacturer narrative:
H6 update/correction: the previously applied device code a1203 is no longer applicable regarding additional information received. The device code a1409 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the previous report of the catheter having appeared disconnected regarding a computed tomography scan, it was clarified that the suture-less pump connector was still attached, about an inch past the connector however, the proximal catheter segment was broken and not connected from twisting on itself so many times as the surgeon believed.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0226113579, implanted: (B)(6) 2024, partially explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 25 mg/ml at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that yhe patient did not feel like their pain was being well managed. The patient was experiencing inadequate pain management despite increasing the pump dose. A computed tomography scan revealed that the catheter appeared disconnected. Upon surgical intervention, cerebrospinal fluid was drained from the pocket site. It was noted that the pump had been flipping, the catheter was broken from twisting, and the patient was not receiving any medication from the pump. The pocket site was described as "boggy." The surgeon believed the pump was not well anchored, which contributed to the pump flipping and the catheter breaking. During the procedure, 40 ml was removed from the reservoir, although the tablet indicated that 21 ml should have been remaining in the pump's reservoir. A single bolus test on the back table confirmed the pump was dispensing medication correctly. The pump segment of catheter was replaced. The healthcare provider had discarded the explanted portion of catheter. The healthcare provider did not feel it was worth sending the device in for analysis as it was ¿wear and tear¿ on the catheter that caused the break from the pump flipping so many times. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.